Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette not attached. No adverse patient effects were reported by the customer".

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, but the device as observed to be in good condition. The device's event history log was reviewed for evidence of the reported problem and found ?cassette locked but not latched" alarm. To conduct functional testing the device was powered up. Upon testing, the reported problem was duplicated. It was determined that the latch / lock flex sensor not operating as intended was the root cause. The latch/lock optic flex circuit was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.